Manufacturer narrative:
Exemption letter e2013012 alma ltd. (Manufacturer) is submitting the report on behalf of alma, inc. (Importer). Section h3: alma inc. (Importer) has inspected the device and it appears that unit may have been dropped or hit. The output was found to be within the manufacturer's specifications but the thermoelectric coupling (tec) was non-operational. Alma inc. Made multiple attempts to request patient photographs and clarification on adverse event information, however, no response has been received. Alma ltd. Clinical reviewed the information and determined that the lack of skin test and the combination of high fluence and pulses may have caused excessive skin heat. However, in the absence of visual evidence and pertinent clinical information, at this time, no exact root cause can be determined. In good faith efforts, alma is submitting the report to the FDA at this time. Supplemental report(s) will be submitted within the FDA published timelines if any additional information becomes available.

Event description:
The suspected device was used on the patient's suprapubic area in linear appearance for hair removal. As per the facility, after the treatment, bikini burns appeared that night which scabbed eventually. The facility saw the patient again after a month and reported that the patient had hypopigmentation.